Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and others, creases fold, delamination on diaphragm valve and missing shell (25-50%). Leak test and microscopic analysis was performed which identified: sharp broken on anterior, posterior and radius and delamination on diaphragm valve. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp opening on assessed as an unidentified (tear) opening. A delamination total of the valve (adhesive failure) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.